Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulties charging the pump resulting in the pump shutting down. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
A pump data review was performed which confirmed the investigation findings and investigation conclusion submitted in the 1st supplemental report.